Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of needle retraction failure was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that bd us cathena 24gx0.75in straight needle retraction failed it was reported by customer that the angiocath incident where the needle caught inside the catheter and the rn was not able to remove it. Verbatim: rcc received a complaint via email. I have cc¿d (B)(6) to report the complaints below: awareness date: 6/16/2025 we had another angiocath incident where the needle caught inside the catheter and the rn was not able to remove it, therefore causing the patient to endure another peripheral stick. #24 gauge bd cathena. Lot#2309256 ref#(B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.